Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins battery was wearing down fast since (B)(6) 2017. The patient reported that the patient had their ins reprogrammed on (B)(6) 2017. The patient noticed that their ins was dead the next day after only 24 hours. The patient met with a manufacturer representative on (B)(6) 2017 and had their ins set to hd settings because they found that it worked more effectively. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting the patient weight was (B)(6). The issues were not resolved and the patient was still waiting for a response. Information was reported from a consumer on (B)(6) 2017. It was reported that the battery needed recharging every 14 hours. It was reported that the ¿program changed but that was not [their] problem.¿ there was no pain relief and the patient had constant burning pain in both of their legs. Additional information was received on (B)(6) 2017 from the consumer reporting that the program that the manufacturer representative changed the device to was reported to not be working. The patient wanted more information about the program they were switched to because they could not locate any information ¿of these clinical trials.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they have been trying to get their stimulator corrected since (B)(6) 2017 and they have made 3 visits to their healthcare professional (hcp). The patient stated that they do not understand why the manufacture representative (rep) has to meet at their hcp office as all they are doing is trying to adjust the stimulator that the battery is dead on. The patient clarified that their ins battery only lasts for 24-48 hours. They also noted that they have had their stimulator for 11 years and their settings have not changed. The patient was redirected to contact their hcp office or billing office. No further complications were reported/are anticipated.

Event description:
Additional information received from the consumer reported that her battery used to last 24 hours but now only lasted 13 hours. The patient stated she had not slept more than three hours a night because of the pain. The patient thought the implant stopped working, but confirmed it did have battery left in it. The patient wanted more information about the high density programming study and was directed to talk to their representative. The patient noted the vicodin was making her sick to her stomach.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that the patient had been trying to take care of the issue since (B)(6) 2017. The patient had 2 meetings with a rep and they told them that it was normal for their battery to drain as it was. The caller stated that they had the device for 11 years, had the same stimulation, but only had to charge once every 3-4 days. They reported that at the last visit the rep changed a program from one that the patient could feel to one that she does not feel stimulation. The rep told them that there was a study on this but the patient could not find it. It was reviewed with the patient that if they were on high density (hd) programming it would require more frequent charging. The caller reported that the rep told them it would require less frequent charging. The caller stated they no longer had a healthcare professional (hcp) and were sent hcp listings. No further complications were reported.